Event description:
It was reported that tip detachment occurred. An angiogram angioplasty with intravascular ultrasound (ivus) was performed on a right coronary artery (rca). An opticross ultrasound catheter was used for treatment, but the tip detached. A decision to leave the tip in the patient was made. The detached tip was left in situ, as it was assessed as not being detrimental to the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. Visual inspection revealed kinks were observed in the sheath assembly. The device returned with the imaging widow detached in the lapjoint section, it's important to mention that the imaging window was not returned for analysis. Microscope inspection revealed that the imaging widow was detached. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage.

Event description:
It was reported that tip detachment occurred. An angiogram angioplasty with intravascular ultrasound (ivus) was performed on a right coronary artery (rca). An opticross ultrasound catheter was used for treatment, but the tip detached. A decision to leave the tip in the patient was made. The detached tip was left in situ, as it was assessed as not being detrimental to the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was reported the cause of the tip detachment is unknown. At the start of the pullback, the tip was in the distal rca, not the small branch. There were severe calcified nodules and 360 degree superficial calcification noted in the rca. Pullback was mechanical, not manual. It was noted that there was good flow. There was a consensus from physician colleagues to leave the vessel to heal. The patient was stable with no chest pain, and was discharged the following day.

Event description:
It was reported that tip detachment occurred. An angiogram angioplasty with intravascular ultrasound (ivus) was performed on a right coronary artery (rca). An opticross ultrasound catheter was used for treatment, but the tip detached. A decision to leave the tip in the patient was made. The detached tip was left in situ, as it was assessed as not being detrimental to the patient. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. It was reported the cause of the tip detachment is unknown. At the start of the pullback, the tip was in the distal rca, not the small branch. There were severe calcified nodules and 360 degree superficial calcification noted in the rca. Pullback was mechanical, not manual. It was noted that there was good flow. There was a consensus from physician colleagues to leave the vessel to heal. The patient was stable with no chest pain, and was discharged the following day.